Event description:
Consumer reported complaint for high blood glucose test results; complaint was reported via e-mail. Customer's e-mail stated that due to the high blood glucose results they had gone to the ER "thinking I was going get a stroke." Customer's e-mail stated she had purchased another device and that the results had been different. Manufacturer was unable to contact the customer via e-mail or phone; no further information, including meter serial number/test strip lot number, was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up e-mails and phone calls in an effort to obtain additional information and to assist with the initial concern - unable to establish contact with customer at this time.